Event description:
According to the literature, a retrospective study evaluated outcomes of robotic abdominal wall reconstruction in patients with complex abdominal wall hernias between (B)(6) 2023 and (B)(6) 2024. After transverse abdominis release was completed, v-loc absorbable suture was used for closure of the posterior sheath. There were 10 patients in the study, and one patient required reoperation for removal of a surgical drain that was likely caught under a barbed suture. Implementation of abdominal wall reconstruction using the versius robotic system, mahmoud ali, 2025, elsevier inc.

Manufacturer narrative:
Mahmoud ali, barrie keeler, adnan qureshi, "implementation of abdominal wall reconstruction using the versius robotic system", current problems in surgery, 2025, https://doi.org/10.1016/j.cpsurg.2025.101857. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.